Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer medwatch report number (B)(4) reports that a mallet broke into two pieces, mallet head and handle, while hammering in knee implants. The soldering that holds the handle and mallet head together came apart. An x-ray was taken prior to closing the incision per the physician. The x-ray of knee wound was read by the physician as negative for foreign bodies. There was no pt injury reported.